Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device logs. However, the device was put through extensive testing using a test battery including performing various defib functions while bench handling and defib cycling without duplicating the report. The customer's battery was not returned for evaluation. The battery connection assembly will be replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device rebooted itself. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.